Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an incorrect position of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.